Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to the wrong placement of the lead. The patient was initially for system replacement but the physician was unable to properly place the leads. The patient underwent an explant procedure. No further information could be obtained.